Event description:
A fast-cath introducer was selected for use. The sheath could not be advanced into the patient so the physician used extra force in an attempt to insert the introducer. The patient had a vasovagal syncope episode with bradycardia. The patient was administered IV fluids and atropine in the cath lab, and was stable upon examination. Hospitalization was not extended due to this incident. The patient was listed as stable upon leaving the cath lab and hospital.

Manufacturer narrative:
One 6f, 12 cm, fast-cath hemostasis sheath and dilator were visually/dimensionally inspected. The dilator had been fully inserted and locked into the hemostasis sheath. The sheath distal tip edge was gouged, and the sheath tubing had been buckled proximal to the distal tip; the damage was consistent with forcible contact. The dilator had been kinked; no other visual anomalies were noted with the specification. The sheath distal tip inside diameter measurement was inconclusive due to damage. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusive determined.